Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, the root cause could not be identified; however, it is presumed that the image was not displayed due to the scope detection function not working. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the xenon light source did not recognize the endoscopes. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing . A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.